Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. In turn, surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.